Event description:
This is filed to report clip caught in chordae and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted in echocardiogram that tissue was attached to the clip. The clip was entangled in the commissure during the procedure, but it was not known if that was the source of the tissue. The clip was removed, and another clip was implanted, reducing mr to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported difficult to remove from the anatomy and unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.